Event description:
A smart control (smart control, iliac 10x60) was delivered to the target lesion. However, the stent jumped forward and could not cover the whole lesion. The patient's gender and age were unknown. The target lesion was common iliac artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. An ipsilateral approach was used for access. There was no difficulty accessing the lesion with a guidewire. The product were properly inspected and prepped and no anomalies were noted. A smart control (smart control, iliac 10x60) was delivered to the target lesion, without difficulty. However, the stent jumped forward and could not cover the whole lesion. It is unknown how much of the lesion was left untreated. It was noted that prior to deployment, the physician verified that both the leading and trailing markers were proximal and distal to the stent. An additional smart control (c09040cl, lot unknown) stent was delivered and placed in the distal side. The target lesion was fully covered and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that the smart control stent jumped forward and did not cover the whole lesion. The target lesion was common iliac artery. Calcification, vessel tortuosity and the rate of stenosis were unknown. An ipsilateral approach was used for access. There was no difficulty accessing the lesion with a guidewire. The product were properly inspected and prepped and no anomalies were noted. The smart control was delivered to the target lesion without difficulty. However, during deployment the stent jumped forward and did not cover the entire lesion. It is unknown how much of the lesion was left untreated. It was noted that prior to deployment, the physician verified that both the leading and trailing markers were proximal and distal to the stent. An additional smart control stent was delivered and placed on the distal side fully covering the lesion. There was no adverse event and the patient is in stable condition. One non sterile unit of smart control 10 x 60 mm was received coiled in a plastic bag. Locking pin and stent were not received. Outer sheath was kink at 1.2 cm, 7.7 cm and bent 6.5 cm from ID band. Blood was observed at handle and outer sheath. No other anomalies were found. Usable length was measured and was within specification of 32.04" +/- 0.5" the deployment process was performed without the stent. The functional analysis was performed per IFU, the deployment process started during initial rotation. The deployment process was completed successfully, no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "deployment difficulty-inaccurate placement" condition reported by the customer was not confirmed, since no anomalies were found during the deployment process. The failure does not appear to be manufacturing related; controls exist in the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect them in the sds, reference procedures documented in route sheet # 10231376 rev. 15. Procedural factors and handling may contribute to failure as reported. The kinked/bent condition found during visual analysis could not be conclusively determined; however it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. An internal cordis investigation revealed that pushing the sds against resistance can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping with the locking pin still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used". With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, the patient's difficult anatomy and procedural manipulation may have contributed to the reported event.